Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 630.4 mcg/day via an implantable pump for intractable spasticity. It was reported that the physician stated the patient was in for a refill and they expected 9.6ml back but the pump was bone dry. The caller stated the patient got a new implant on (B)(6) 2023 and had a prior refill on (B)(6) 2023 . The hcp stated that on 2023-10-02, the pump was filled to capacity with 40ml. The hcp stated that at time of new implant, baclofen from the old pump was aspirated and put in the reservoir of the new pump. Technical services calculated 93 days had elapsed since the pump was filled with 40ml, meaning 29.3ml had been dispensed, leaving a little over 10ml to be expected in reservoir today. The hcp confirmed that made sense since it was likely that less than one ml was lost during the transfer of medication between pumps. Technical services confirmed the hcp used a mdt refill kit and used 2 different needles/syringes to be sure they we re not occluded. Technical services also verified upon interrogation that the pump was currently programmed correctly. The hcp stated he did not have access to the report or knew rep at time of implant, to verify programming. The hcp further stated the patient was not symptomatic (not stiff since he had ms) so he thought he was getting the drug. Technical services confirmed the reservoir was not accessed under fluoro but he was sure he was in the reservoir. Technical services discussed contacting surgeon, possible dye study to check catheter patency, filling with preservative free normal saline (pfns) after system contents removal and programming at high rate to check for volume discrepancy, or filling with baclofen and bringing patient back sooner than normal to check for volume discrepancy. Technical services confirmed this was an isolated event.